Event description:
Pt underwent a left flat foot repair with evans calcaneal osteotomy with a cancello-pure wedge, plantar flex re-lapidus fusion, and modified kidney procedure on (B)(6) 2008. Pt returned for f/u on (B)(6) 2008, with a slight limp and no complaints of pain or problems. On (B)(6) 2008, pt returned for eval and f/u. Pt has been functioning on his left foot without restriction and use of the cam walker. Upon exam there was minimal tenderness. Pt underwent a revision surgery on (B)(6) 2008, due to non-union of the cancello-pure wedge.

Manufacturer narrative:
Investigation: no departures were noted during the re-review of records for batch (B)(4). Cancello-pure wedge grafts undergo two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatability validations and comparison of current processing techniques, samples of rep mfg episodes, foot/ankle literature review and add'l in vivo and in vitro testing of various bovine products was conducted. Add'l records have been requested from the physician concerning the revision surgery. Results of investigation: to date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Conclusion: graft (B)(4) passed all release criteria prior to distribution and met rti spec. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response. Given the review of mfg process, internal records review, and the clinical course of the pt taken altogether indicate that recipient reaction is more likely associated with an idiosyncratic response rather than an intrinsic property of the graft or processing methodology.